Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was isolated a defective u402 component. The root cause for the defective u402 component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check pad messages.